Manufacturer narrative:
The endoscope was inspected by pentax medical service under service order 3136394 and the technician confirmed the customer's complaint of no video image. The technician documented the following inspection findings on 03-nov-2021: image intermittent, passed dry leak test, water nozzle glue missing, passed wet leak test, control body grip scratched, air nozzle glue missing, bending rubber mild discoloration. The device was refurbished, cleaned and disinfected, angulation was adjusted, and the video image calibrated. Should additional information become available, a supplemental report will be filed.

Event description:
A customer reported no video image error message, scope not connected and requested an RMA for a model ec-3890li video colonoscope. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The issue was observed in the operating room during use.